Event description:
It was reported that the patient's low voltage lead and left ventricular (lv) lead were explanted on (B)(6) 2026 due to an infection. The patient condition was not known.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The lead met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.